Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and six shocks due to supraventricular tachycardia (svt) . Therapy was exhausted and muscle noise was noted on the shock channel. Technical services (ts) recommended device reprogramming. This ICD remains in service. No additional adverse patient effects were reported.